Event description:
Customer reported check valve failure during chemo therapy secondary infusion. The chemo therapy medication had a yellow tint. During the infusion, the nurse noticed the primary IV fluid bag was tinted yellow and noticed the secondary medication infusing into the primary bag. There was no report of pt harm or medical intervention. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.